Event description:
The pt experienced an alleged reaction with a polyflux 140h. The episode required medical intervention with the administration of 1000ml of normal saline and hospitalization. The injury sustained by the pt was a respiratory arrest and the estimated blood loss of 150 ml. The pt did not received any blood or blood products. MFR (B)(4).